Manufacturer narrative:
Section h10: (h3) the revision reported in was likely the result of the patient¿s reported fall which led to pain. The reported prosthesis wear may have been the result of the orientation of the components, instability, patient related factors, or any combination of these possibilities. However, this cannot be confirmed because the components were not returned for evaluation. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years.

Event description:
As reported, approximately 3.5 years post op initial right tka, this 72 y/o male patient was revised. Patient presented with a sore knee after a fall from a ladder. After opened the knee, surgeon found poly and osteolysis issue. This seems to be from the patella wear. Liner and patella were exchanged. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photos & x-rays attached. Product not returning - it was discarded.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6), 02-010-01-0360 - lgc femoral ps cem right sz 6. (B)(6), 02-012-45-6060 - lgc tibial fit tray cem sz 6f / 6t. (B)(6), 200-02-41 - three peg patella 41mm. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6), 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of the patient¿s reported fall which led to pain. The reported prosthesis wear may have been the result of the orientation of the components, instability, patient related factors, or any combination of these possibilities. However, this cannot be confirmed because the components were not returned for evaluation. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."